Event description:
It was reported, the patient's implant surgery was "difficult and took over 2 hours." It was noted the patient "had so much arthritis and scar tissue." It was also reported, the patient experienced pain when a nerve was hit during the procedure. The patient reported being probed over 20 times. It was also reported, the physician had to go to the left side of the patient's back. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3889-28, lot# v933650, implanted: 2012 (B)(6), product type lead product ID, 3037, serial# (B)(4), product type programmer, patient. (B)(4).